Event description:
It was reported prior to use the device was attempted to be interrogated using bluetooth telemetry but was unsuccessful. The device was not used.

Manufacturer narrative:
The reported field event of no bluetooth (ble) telemetry was confirmed. The cause of the communication issue was consistent with memory corruption, resulting in the loss of ble connectivity.